Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had gel smearing. No serious injury or medical intervention.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had gel smearing. No serious injury or medical intervention.

Manufacturer narrative:
Additional information: a DHR review was conducted, and no issues were identified. Based on the investigation, the root cause / potential root cause for the excess lubricant on the stopper wells was determined to be that the lubricant was not completely dispersed during the stopper lubrication process.